Event description:
It was reported that an external blood leak was observed after rinseback following a routine hemodialysis treatment. Estimated blood loss about 700cc. Pt reported feeling sweaty, weak, and crampy; 911 was called and pt was transported to hospital. Compatible blood was not available, and pt discharged himself against medical advice. No medical intervention was reported.

Manufacturer narrative:
The reported blood loss is attributed to use error. No products were returned to nxstage for evaluation. It was reported that the clamp on the post filter port line was not clamped correctly and that the cap was loose. Standard industry clamps are used in the cartridge disposable. The user's guide includes appropriate warnings that the cycler may not sense slow blood leaks and instructs operator to periodically inspect for leaks as well as instructions to verify all connections and clamps prior to initiating treatment. This report is considered closed. No additional information will be provided. Nxstage medical considers this report closed. No additional information will be provided.